Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The electronic parts of the inner circuit board deteriorated. The front panel substrate was corroded by using in the vicinity for a long time in a high humidity environment. The front panel board had corrosion. Aging deterioration may have caused the defect because 9 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems india private limited (omsi) inspected the device and found that all leds of the front panel flashed. This is a demo product owned by olympus and the event occurred at receipt inspection.there was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsi found that the front panel had a failure and there was heavy rust on the pins of the printed circuit board of this front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.